Manufacturer narrative:
Patient information is unknown. Date of event: unknown date in 2017. Implant date: unknown. Explant date: unknown. PMA/(510)k: this report is for an unknown locking cap/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation; it has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pedicle screw removal procedure a locking cap was stripped by a t-handle matrix screwdriver during removal. The surgeon was concerned the shaft was not strong enough to remove a torqued locking cap. No additional information reported. Concomitant device: screwdriver (part/lot unknown, quantity 1). This report is for an unknown locking cap. This is report 1 of 2 for (B)(4).